Event description:
It was reported that while using a bd ultra-fine insulin needle to inject himself with insulin, the needle broke off in the consumer's abdomen. The consumer tried to remove the broken needle by hand but was unable to do so. He was evaluated at a hospital where a doctor applied a local anesthetic to the injection site, made a small cut, and removed the broken needle.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history records could not be performed as a lot number for this device was not provided. Photos of the patient's abdomen pre and post surgical intervention were reviewed and they confirm that there was a needle break off at the injection site. Conclusion: without a sample, a root cause for this incident cannot be determined. (B)(4).